Event description:
Reported as: "latrogenic injury of the intrathoracic esophagus during a laparoscopic adjustable gastric banding procedure." From journal article: "latrogenic injury of the intrathoracic esophagus sustained during a gastric banding procedure" a. Lannelli (and others). Published 3/4/08, springer science. From "obes surg (2008) 18:742-744". No additional info was provided by the physician to allergan. This reported alleged event is being reported because of allergan's conservative approach to reporting.

Manufacturer narrative:
Taper unk. The reporter of the complaint was asked to indicate the product serial number, date of event, implant date and explant date. The info has not yet been received by allergan. The product associated with this report will not be returned as the device was not explanted. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Further info from the reporter regarding the serial number and the implant date has been requested. Esophageal perforation is surgical/physiological complication, and analysis of device generally does not assist allergan in determining a probable cause for the event. Device labeling addresses the reported events of esophageal perforation as follows: "serious adverse events considered related to the lap-band system for the us study (recorded as of december 2000, 299 pts): adverse event gi perforation: % of pts: 1". This reported alleged event is being reported because of allergan's conservative approach to reporting.